Event description:
It was reported that during a lap appendectomy procedure, after reloading the device, the surgeon stapled the base of the appendix. The staple lines were inspected and the base of the appendix was not intact due to malformed staples. It is unknown how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.